Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation and observed 40 mm dark patch edge material inside gel device. Weight measurement identified the weight of the device within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is no observed openings on the device. Additional, changed, and/or corrected data: b.6., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.